Event description:
It was reported that the device showed signs of premature battery depletion. The device had reached eri prematurely in (B)(6) 2017. The device was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.